Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously elevated results for troponin I (accutni) for one patient sample assayed using the access accutni reagent on a unicel dxc 600i synchron access 2 immunoassay system. The results were not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that the initial troponin I result obtained was "elevated" when compared against their reference range for the assay. A repeat analysis for troponin I yielded a "normal" result when compared against their reference range for the assay. The customer performed another repeat analysis on a stratus analyzer which yielded a "normal" result when compared against their reference range for the assay. Note: specific patient results have been requested from the customer but have not yet been provided. A definitive root cause for this event has not yet been determined.

Manufacturer narrative:
Result: erroneous data generated. Conclusion: a definitive root cause for the event has not yet been determined.